Event description:
A patient reported experiencing inaccurate high results with an otu meter. The patient's blood glucose results were 125mg/dl. Vs. 97 lab and 144mg/dl vs. 112 lab. Tests were done within 10 minutes with a difference of 28 mg/dl and 29%. Patient did not experience any adverse events. No further information has been reported.